Event description:
It was reported that three hours into a da vinci s prostatectomy procedure, the surgical staff experienced multiple occurrences of system error code #23017. The system error recurred after several system restarts. The patient was kept under anesthesia approximately an add'l 30 minutes while troubleshooting the reported problem and, preparing the site's spare da vinci surgical system to finish the planned surgery. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code #23017 experienced by the customer, was associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient side cart, which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The system error code appears when the da vinci s safety system determines that the motor did not respond as expected. This occurs when the measured voltage does not match the internal simulation of the motor circuit. This can be caused by an encoder failure, amplifier failure, or motor and or motor lead problems. Sporadic faults may be caused by aging brushes inside the motor. Upon determining these conditions, the safety system put da vinci s in a "recoverable safe state." The ecm was returned to isi for failure analysis investigation, however, the fault experienced by the customer could not be duplicated. Based on the system error logs, the axis 4 potentiometer and motor assembly were replaced. As of 2008, there have been no reported recurrences of the issue at this hospital.